Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the circumferential calcified left circumflex (lcx) artery. A 3.00 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, upon advancing, the stent got dislodged. Subsequently, the stent was crushed against the vessel wall and the procedure was completed with a 3.0x24 synergy stent. No patient complications were reported and the patient's status was good.